Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there is no audible alarms. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips technical support specialist (tss) who interviewed the customer and assisted with troubleshooting the unit. According to the tss, the reported behavior could no longer be observed or reproduced. The issue was subsequently addressed and resolved by the customer¿s it department. No further device level investigation, data review, or log analysis was performed. No additional findings related to device performance were identified. Based on the information available in the case and provided by philips personnel, the customer's alleged malfunction could not be replicated. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.